Event description:
According to the report, the solargen 2100s console gave an error code 13 near the end of the surgeon's intended tmr channeling. The surgeon decided that enough channels had already been made and completed the procedure. When the patient was taken off bypass, there was an immediate concern about the patient's heart being out of rhythm; however, the patient did recover normal heart function. The surgeon stated that the patient had many co-morbidities and was unsure of the cause for the reported event.

Manufacturer narrative:
According to the report, the solargen 2100s console (sn (B)(4)) gave an error code 13 near the end of the surgeon's intended tmr channeling. The surgeon decided that enough channels had already been made and completed the procedure. When the patient was teken off bypass, there was an immediate concern about the patient's heart being out of rhythm; however, the patient did recover normal heart function. The surgeon stated that the patient had many co-morbidities and was unsure of the cause for the reported event. Therefore, an investigation was performed. Error code 13 indicates that the console's shutter has not opened as requested by the controller. Field service evaluation found the calibration on interior detectors to be out of specification, which is not an unanticipated part failure with continued use. Field service was able to recalibrate the system to operate to factory specifications. Furthermore, the tmr handpiece ifus address arrhythmia as a potential adverse event. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.